Event description:
It was reported that during a thrombectomy (av loop graft in the right leg) the balloon had separated from the tip of the catheter. Retrieval was successful by using another fogarty catheter (6f sheath). Resistance was noted during extraction, which was stated would be normal due to removing the clot. It was not noted if the clot was adherent or soft. The catheter was tested before use. There were no complications and the patient was discharged without issue.

Manufacturer narrative:
One thru-lumen fogarty catheter was returned without the packaging for evaluation. The evaluation included visual examination and notation of any observed abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings were visually inspected and the balloon latex, distal and proximal windings were noted to have been pulled off the distal tip of the catheter; they were not returned. There is also about 5mm of the catheter tip that has torn off at the proximal edge of the distal bushing location. The broken catheter tip was also not returned. This condition may occur if the maximum recommended pull force has been exceeded. The maximum pull force is 2.0 lbs, per the IFU. The balloon separation was confirmed; however, there are no indications that this is related to the manufacturing process. Although the root cause was not conclusively determined, it appears that procedural factors may have contributed to the event. No actions will be taken at this time. The lot number was not provided; therefore, a device history record review could not be completed.